Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant on (B)(6) 2015 the atrial lead dislodged. The patient was asymptomatic to the dislodgement, the physician decided to monitor the patient with no further intervention. On (B)(6) 2015 the patient was upgraded, the physician elected to explant the lead. The patient was doing well post procedure and would be monitored with routine follow ups.